Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed due to low readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports that she had the transmitter replaced; she inserted a new sensor and did the insertion as instructed. Customer stated that her blood glucose was 560 mg/dl but the sensor glucose reading was 124 mg/dl. Customer stated that she treated with insulin bolus and went to bed but the sensor never alarmed for high glucose. The next morning she received a sensor error alarm. She calibrated twice and received a bad sensor alert. Current blood glucose value is 280 mg/dl. Nothing further reported.